Manufacturer narrative:
(B)(4). UDI number: (B)(4). The customer returned one, 3-lumen PICC catheter for analysis. Signs of use were observed. Visual analysis revealed the catheter body was severed towards the juncture hub, and the severed portion was not returned. Microscopic examination confirmed the damage and revealed that the edges of the separation point appeared smooth which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). However, the separation points on the catheter appeared stretched and deformed. The catheter body was severed 5 mm from the juncture hub. The overall length of the catheter body could not be measured without the severed catheter body returned. The outer diameter of the catheter body measured 0.079", which is within the specification limits of 0.077"-0.084" per catheter body extrusion product drawing. Functional testing of the catheter could not be performed due to the nature of the damage. R & d stated that the smooth feature of the damage appears consistent with contact with a sharp object, and the signs of stretching are likely a result of catheter manipulation after contact with a sharp instrument. However, the probable cause cannot be determined without observing the damage on the other separation point of the catheter. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of torn/cut catheter body was confirmed through complaint investigation of the returned sample. Visual analysis revealed the catheter body was severed towards the juncture hub and the edges appeared smooth which is consistent with contact with a sharp instrument. The separation points at the catheter also appeared stretched and deformed, which is consistent with catheter manipulation. However, the severed catheter body was not returned. Based on the customer report, sample received, and comments from r & d, unintentional use error likely caused or contributed to this event; however, without the severed catheter body returned, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter was inserted to the patient on may 20. On may 25, the catheter body was found cut. Therefore, it was removed and replaced with a new kit. No harm to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter was inserted to the patient on may 20. On may 25, the catheter body was found cut. Therefore, it was removed and replaced with a new kit. No harm to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).